Event description:
It was reported that following an uneventful right eye (od) cataract plus trabecular microbypass stent procedure, the patient presented approximately one and a half (1.5) months postoperatively with cystoid macular edema (cme). Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing the patient''s condition, and further postoperative treatment options. The following additional information was received following the medical consult. Per report, the surgeon believes that the patient's diabetes and non-compliance with drops contributed to the cme associated with loss of bcva as compared to baseline. The cme was treated with medication, and the report noted the event as persistent with the cme "resolved" and the patient was being monitored with the medications expected to be tapered over the next few months.

Manufacturer narrative:
Additional information: b7- race noted as hispanic/white. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot, including relevant sterilization/manufacturing records, was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Macular edema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Macular edema and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).